Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was in the emergency room due to hypoglycemia. The customer was unable to speak at the time of the call. Troubleshooting was performed with the nurse. The insulin pump was programmed, but unable to confirm if the settings were correct. Also, found multiple manual prime deliveries. Unable to confirm whether or not the customer was connected during the deliveries. Advised the nurse to confirm the settings with the healthcare professional, as well as the manual primes with the customer. Nothing further was reported.